Manufacturer narrative:
Investigation in progress. A follow-up report will be submitted when the final evaluation is completed as necessary. This report is associated with 1819470-2021-00102 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, concerns a (B)(6) female patient with ethnicity reported as han. Medical history included family hereditary diabetes mellitus. Concomitant medication was not provided. The patient received insulin human regular 30% + insulin human nph 70% (origin rdna) (humulin 70/30), from cartridges, 30 units in morning and 27 to 28 units at night, subcutaneously, for the treatment of diabetes mellitus, beginning on unknown date in 2000. On an unknown date, patient started using a humapen ergo device and on an unspecified date around 2011, a humapen ergo ii. On unspecified date in 2020, unknown time after starting treatment with insulin human + insulin human nph, the patient was not too normal (as reported), was taken to the hospital for medical advice and the doctors final diagnosis was alzheimers disease, which was considered serious by the company due to its medical significance. It was provided that patient received an unspecified medication for alzheimers disease, but further information was not provided. On an unknown date in 2018 or 2019 (conflicting information received), he had high blood pressure, mild hypertension. On (B)(6) 2020, after commencing treatment with insulin human + insulin human nph, a family member of patient felt speak of patient was not too normal (as reported) , patient was laid in the bed and family member took patient to the hospital, where she was directly rescued and diagnosed with ketoacidosis. The patient was hospitalized for 10 days before discharge. According to physicians advice, on an unknown date in nov-2020, the patient was changed to use insulin lispro regular 25% + insulin lispro npl 75% (rdna origin) (humalog mix 25) from cartridges, 20 units (specific situation was unknown), at unknown frequency, subcutaneously, on unknown date. On an unknown date, she experienced diabetic complication and itching all over. On unknown date, the injection button of humapen ergo could not be pressed down or pushed (product complaint: (B)(4); lot number: 0404a05) and on unknown exact date, reported as a few days before (B)(6) 2021, the injection button of humapen ergo ii was a bit tight and on (B)(6) 2021, operator was not able to press it down (product complaint: (B)(4); lot number: 1109d01). It was provided that the needle was not changed each time. She was recovering from hypertension. Information regarding corrective treatment, laboratory exams and outcome of remaining events was not provided. As of (B)(6) 2021, treatment with insulin lispro + insulin lispro npl was ongoing. The operator of the device and training status were not provided. The device model and reported humapen ergo ii had been used for an undisclosed time. The device model humapen ergo ii was used for approximately 10 years and the reported humapen ergo ii had been used for unknown time. Both reported devices were discontinued and returned to the manufacturer for investigation. The reporting consumer did not provide an opinion of relatedness between the events of diabetic complication and itching all over and insulin human + insulin human nph and insulin lispro + insulin lispro npl whereas did not know if events were related to insulin human + insulin human nph and insulin lispro + insulin lispro npl. The reporting consumer did not provide an opinion of relatedness between the events and humapen ergo ii. This case was cross-referenced with case (B)(4) (same patient). Update 04-aug-2021: additional correction of initial information received from affiliate on 23-jul-2021. Added correct event onset date for ketoacidosis. Updated information accordingly. Update 05-aug-2021: additional information received from initial consumer reporter on (B)(6) 2021 in response to medical questionnaire. Added therapies start dates and their dosage regimen, two non serious events of diabetic complication and itching all over, start date of the event of hypertension and cross-referenced case. Updated relatedness status of the event of hypertension with insulin lispro + insulin lispro npl as not associated, severity as mild and outcome as recovering. Updated case and narrative with new information. Edit 12aug2021: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2021 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2021-00102 since there is more than one device implicated. Evaluation summary a female patient and her family reported that, a few days before (B)(6) 2021, the injection button of the patient's humapen ergo ii was a bit tight and on (B)(6) 2021, the operator was not able to press it down. In (B)(6) 2020, the patient experienced ketoacidosis. The investigation of the returned device (batch 1109d01, manufactured september 2011) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient reportedly started using the device "around 2011" (approximately 10 years). The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. In addition, the patient reported reusing needles. The core instructions for use state to use a new needle for each injection. There is evidence of improper use. The patient used the device beyond the recommended use period. This misuse is not likely relevant to the complaint or the event of ketoacidosis, as the returned device met performance specifications. The patient reused needles. It is unknown if this misuse is relevant to the complaint or the event of ketoacidosis.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, concerns a 67-year-old female patient with ethnicity reported as han. Medical history included family hereditary diabetes mellitus. Concomitant medication was not provided. The patient received insulin human regular 30% + insulin human nph 70% (origin rdna) (humulin 70/30), from cartridges, (B)(4) units in morning and (B)(4) units at night, subcutaneously, for the treatment of diabetes mellitus, beginning on unknown date in 2000. On an unknown date, patient started using a humapen ergo device and on an unspecified date around 2011, a humapen ergo ii. On unspecified date in 2020, unknown time after starting treatment with insulin human + insulin human nph, the patient was not too normal (as reported), was taken to the hospital for medical advice and the doctors final diagnosis was alzheimers disease, which was considered serious by the company due to its medical significance. It was provided that patient received an unspecified medication for alzheimers disease, but further information was not provided. On an unknown date in 2018 or 2019 (conflicting information received), he had high blood pressure, mild hypertension. On (B)(6) 2020, after commencing treatment with insulin human + insulin human nph, a family member of patient felt speak of patient was not too normal (as reported) , patient was laid in the bed and family member took patient to the hospital, where she was directly rescued and diagnosed with ketoacidosis. The patient was hospitalized for 10 days before discharge. According to physicians advice, on an unknown date in (B)(6) 2020, the patient was changed to use insulin lispro regular 25% + insulin lispro npl 75% (rdna origin) (humalog mix 25) from cartridges, (B)(4) units (specific situation was unknown), at unknown frequency, subcutaneously, on unknown date. On an unknown date, she experienced diabetic complication and itching all over. On unknown date, the injection button of humapen ergo could not be pressed down or pushed (product complaint: 5659347; lot number: 0404a05) and on unknown exact date, reported as a few days before (B)(6) 2021, the injection button of humapen ergo ii was a bit tight and on (B)(4) 2021, operator was not able to press it down (product complaint: 5659348; lot number: 1109d01). It was provided that the needle was not changed each time. She was recovering from hypertension. Information regarding corrective treatment, laboratory exams and outcome of remaining events was not provided. As of (B)(6) 2021, treatment with insulin lispro + insulin lispro npl was ongoing. The operator of the device and training status were not provided. The device model and reported humapen ergo ii had been used for an undisclosed time. The device model humapen ergo ii was used for approximately 10 years and the reported humapen ergo ii had been used for unknown time. Both reported devices were discontinued and returned to the manufacturer for investigation on (B)(6) 2021. The reporting consumer did not provide an opinion of relatedness between the events of diabetic complication and itching all over and insulin human + insulin human nph and insulin lispro + insulin lispro npl whereas did not know if events were related to insulin human + insulin human nph and insulin lispro + insulin lispro npl. The reporting consumer did not provide an opinion of relatedness between the events and humapen ergo ii. This case was cross-referenced with case (B)(4) (same patient). Update 04-aug-2021: additional correction of initial information received from affiliate on 23-jul-2021. Added correct event onset date for ketoacidosis. Updated information accordingly. Update 05-aug-2021: additional information received from initial consumer reporter on 02-aug-2021 in response to medical questionnaire. Added therapies start dates and their dosage regimen, two non serious events of diabetic complication and itching all over, start date of the event of hypertension and cross-referenced case. Updated relatedness status of the event of hypertension with insulin lispro + insulin lispro npl as not associated, severity as mild and outcome as recovering. Updated case and narrative with new information. Edit 12aug2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 13aug2021: upon internal review updated device type from for demonstration purposes to for treatment purposes. Update 29sep2021: additional information received on 27sep2021 from the global product complaint database. Entered device specific safety summaries (dsss) for (B)(4) and (B)(4) which were processed together. Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to yes/not cirm, and device return status to returned to manufacturer for (B)(4) associated with lot 0404a05 of humapen ergo I device. Updated the medwatch fields/ european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer for (B)(4) associated with lot 1109d01 of humapen ergo ii device. Added date of manufacturer and date returned to manufacturer for the devices. Corresponding fields and narrative updated accordingly.